Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon cannot be removed [foreign body in reproductive tract]. Tampon cannot be removed as thread gone [device physical property issue]. Tampon cannot be removed - thread gone [complication of device removal]. Case description: consumer reported via e-mail that tampon cannot be removed because the cord is gone. No serious injury reported.